Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No missing segment/partial display noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a severely scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they could hardly see the screen. The customer reported that the screen was very faint. The customer reported that they could not read the screen even with backlight. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.